Manufacturer narrative:
Product has not been returned from the reporter. A valid production code has been provided by the reporter. No failure could be identified as a result of the investigation.

Event description:
Bleeding - cervix - after they scraped cervix [cervix haemorrhage uterine] itching - vagina [vulvovaginal pruritus] brown discharge - from the vagina [vaginal discharge] rashiness - vagina [vulvovaginal rash] urinary tract infection - urinary tract [urinary tract infection] bleeding - vagina - after they scraped vagina wall cavity [vaginal haemorrhage] pain - vagina [vulvovaginal pain] infection - uterus [uterine infection] infection cervix [cervicitis] tampax pure tampon broke off and half of it left inside [complication of device removal] tampax pure tampon broke off [device breakage] tampon broke off and half of it left inside - vagina [foreign body in reproductive tract] the consumer, a 20 year old female, reported spontaneously via phone call on (B)(6)2019 that she used tampax tampons pure super non deodorant 16ct, once (1 tampon) for the first time on (B)(6)2019. The consumer reported that the tampon broke off inside of her and half was left inside. The consumer experienced an infection in her cervix, infection in her uterus, a urinary tract infection, brown discharge from vagina (beginning (B)(6)2019), itching vagina (beginning (B)(6)2019), rashiness on vagina (beginning (B)(6)2019), and vaginal pain. She went to the emergency room where she had a pelvic exam, an ultrasound, and underwent two procedures under anesthesia. The procedure names were unknown but were described as the following: surgery on cervix to remove the tampon, incision above cervix to make sure the product was removed, and scraping cervix and vaginal wall cavity. She experienced vaginal and cervical bleeding from the scraping procedure. She had to take time off from work. Treatment: antibiotic, 3 intravenous medications including unspecified pain medications, cephalexin and clindamycin. She also took these medications by mouth after discharge. She went to the emergency room at 12:30 a.m. On (B)(6)2019 and was discharged 10 hours later at 10:30 a.m. On (B)(6)2019. The consumer was on bedrest for a few days and off work. She was told not to move or lift anything. Allergies: none. Concomitant products: none reported. Relevant history: none reported. The following events were not recovered/not resolved: uterine infection, vaginal bleeding, and cervical bleeding. The following events were recovered: brown discharge from the vagina and urinary tract infection. Her vaginal itching was improved. The overall case outcome was improved. No further information was provided. (B)(6)2019 received product investigation results: the consumer did not return the product. Retain samples were investigated. Conclusion code: no manufacturing cause identified based on investigation.

Manufacturer narrative:
Product has not been returned from the reporter. A possible valid production code has been provided by the reporter. A product investigation is in progress.

Event description:
Bleeding cervix - after they scraped cervix [cervix haemorrhage uterine]. Itching vagina [vulvovaginal pruritus]. Brown discharge from the vagina [vaginal discharge]. Rashness: vagina [vulvovaginal rash]. Urinary tract infection: urinary tract [urinary tract infection]. Bleeding vagina after they scraped vagina wall cavity [vaginal haemorrhage]. Pain: vagina [vulvovaginal pain]. Infection: uterus [uterine infection]. Infection cervix [cervicitis]. Tampax pure tampon broke off and half of it left inside [complication of device removal]. Tampax pure tampon broke off [device breakage]. Tampon broke off and half of it left inside vagina [foreign body in reproductive tract]. Case description: the consumer, a (B)(6) female, reported spontaneously via phone call on (B)(6) 2019 that she used tampax tampons pure super non deodorant 16ct, once (1 tampon) for the first time on (B)(6) 2019. The consumer reported that the tampon broke off inside of her and half was left inside. The consumer experienced an infection in her cervix, infection in her uterus, a urinary tract infection, brown discharge from vagina (beginning (B)(6) 2019), itching vagina (beginning (B)(6) 2019), rashness on vagina (beginning (B)(6) 2019), and vaginal pain. She went to the emergency room where she had a pelvic exam, an ultrasound, and underwent two procedures under anesthesia. The procedure names were unknown but were described as the following: surgery on cervix to remove the tampon, incision above cervix to make sure the product was removed, and scraping cervix and vaginal wall cavity. She experienced vaginal and cervical bleeding from the scraping procedure. She had to take time off from work. Treatment: antibiotic, 3 intravenous medications including unspecified pain medications, cephalexin and clindamycin. She also took these medications by mouth after discharge. She went to the emergency room at 12:30 a.m. On (B)(6) 2019 and was discharged 10 hours later at 10:30 a.m. On (B)(6) 2019. The consumer was on bedrest for a few days and off work. She was told not to move or lift anything. Allergies: none. Concomitant products: none reported. Relevant history: none reported. The following events were not recovered/not resolved: uterine infection, vaginal bleeding, and cervical bleeding. The following events were recovered: brown discharge from the vagina and urinary tract infection. Her vaginal itching was improved. The overall case outcome was improved. No further information was provided.